Event description:
The physician reports that the crystalens tore when delivering the lens using the staar lens injector system. Implantation was attempted with the backup crystalens, however, this lens tore in the cartridge as well. Intervention was performed intraoperatively to enlarge the incision, remove the damaged iol, and suture the incision. A second crystalens was implanted successfully. Reference MDR# 2031924-2007-00301 for backup lens damage report.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector cartridge.